Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed the device to be in poor condition; the top case was chipped and cracked and the right plunger case was cracked. A review of the device event history log found that a check clutch error had occurred. During functional occlusion testing, the check clutch error was able to be duplicated. Further examination of the device found that the clutch halves were worn out from normal use. The clutch halves were replaced. As a preventive measure the leadscrew and spring were replaced. Investigation determined that the root cause of the check clutch error was due to the worn clutch halves which were a result of normal wear. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch and lever plunger error. No patient injury was reported.